Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using an external forcetriad for monopolar energy.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en y) surgical procedure that error c-34 occurred while applying monopolar energy. The site tried two different instruments and neutral pads, with the same result. The intuitive tech support engineer (tse) guided the caller with power cycling the erbe and connecting the power cord to an independent outlet, without success. The tse guided the caller with setting up a force triad generator to continue with the procedure. There were no reports of patient injury. The issue was escalated to intuitive field service.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready to use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the customer reported complaint was confirmed. Upon visual inspection, found no issues related to the reported problem. The erbe was tested using a well-known system and the unit displayed error c-34 upon start up confirming the issue occurred in the field. The unit will be returned to the original equipment manufacturer for further investigation.

Event description:
Refer to h11 for follow-up information.